Event description:
The customer reported that her power adapter was sparking from the exposed wires on the cord, which is a safety risk.

Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. The defective power adapter has not been received at medela as of 06/13/2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional information or the original product be received, resulting in new changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.